Event description:
Per the independent repair center, the customer alleged problem is the o2 nipple. The key failure is the barbed fitting is cracked. As stated on the repair statement additional malfunction on this device: pilot valve alarms.